Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code b20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® tag® conformable thoracic stent graft with active control instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On an unknown date, this patient underwent endovascular treatment of a descending aorta aneurysm using gore® tag® thoracic endoprosthesis (tag device). On (B)(6) 2023, the patient underwent endovascular treatment of a descending aorta aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag-ac device). The descending aorta aneurysm was reported to have grown from an aneurysm that had existed distally to the tag device since before the initial tevar, and was unrelated to the initial tevar procedure or the implanted tag device. On an unknown date (in 2023), a distal type I endoleak was observed. On september 7, 2023, coil embolization, a bare metal stent implantation to the superior mesenteric artery (sma) were performed, and an additional stent graft was implanted distally to the ctag-ac device. The endoleak was resolved. The patient tolerated the procedure. The physician reportedly stated as below: since the distal landing zone was poor condition originally, the occurrence of endoleak was within expectation.